Event description:
It was reported that the customer's insulin pump had a keypad/button anomaly. It was reported that the customer had received a replacement insulin pump, but that the original pump reported as malfunctioning had began to function properly again. The customer was advised to carefully monitor the device as the issue may recur, and to call the helpline back if the customer experienced any more issues. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.